Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged spring at the proximal end. As a result of the dislodged spring, the blade did not retract back and appeared exposed inside the jaws. Additional findings: the instrument was found to have initialization failure based on the log review and during in-house testing. A review of the logs verified five homing failures with three error codes. The probable root cause of initialization failure is related to a dislodged spring. The probable root cause of dislodged spring is attributed to manufacturing issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was defective. The user completed the procedure with no further issue reported. On 30-june-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "vessel sealer defective during surgery, new one brought in an worked." Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient and no fragments fell inside the patient.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was re-evaluated by the engineering team where, the initial findings were confirmed. The instrument was found to have failed initialization from logs as well as during in-house testing during advanced failure analysis. The knife return spring was found to be dislodged and it could move freely along the input disk shaft.

Event description:
Refer to h11 for follow-up information.